Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system drawer not detected on bus. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers were not detected on the bus. A field service engineer removed and reseated cubie pockets, removed debris from cubie trays, reseated retractor band cables, and reseated row board cables. The field service engineer recovered storage space. The system functioned as intended after the field service engineer repaired the device.